Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the customer experienced high blood glucose; she treated with a bolus. Blood glucose value was 333 mg/dl. Customer's mother stated that the customer's blood glucose level swings from 50 to 500 mg/dl. She is customer is very active in soccer and they know it is due to her growing hormones and are working on the issue with the doctor.